Event description:
Loss of osseointegration. The material number has been updated and batch number was provided on the label with the returned product, which is reflected in this follow up report.

Event description:
Loss of osseointegration.